Event description:
The customer reported a noisy screen was displayed during setup involving an Olympus Rigid Video Laparoscope. There was no patient involvement reported.

Manufacturer narrative:
E1 - Address 1- (b)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.